Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 100 mg/dl. Customer uses kirkland batteries. The battery compartment and contacts are not damaged or corroded. Customer tried several batteries until the device turned back on. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.